Event description:
Customer reported frequent occlusion alarms. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional information about the outcome of the event was available.